Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the devicetrs-robo-8, anchor tissue retrieval system, was being used on (B)(6) 2025 during a cholecystectomy and the "bag ripped as it was trying to be pulled out of cavity. Customer pulled another bag from the same lot and it happened again. Finally on third time that bag held. But it happen again in with another bag from another lot." Per further assessment it was found "two bags from lot number 202406034 were used and ripped down the seam. No harm was done to the patient. We were able to get the gallbladder out without harm or excess spillage. Again, no harm to the patient. No longer stays for the patient. We have not had any other issues with these bags and we use them a lot." There was no impact or injury for the patient or user. The procedure was completed without an alternate device. There was a 5 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device trs-robo-8 found that two bags that were sent back with one of the devices had ripped. One along the seam, and one was ripped in half. The second device that was sent back had no rips or tears in the retrieval bag. Root cause cannot be determined, however, based upon photographic evidence and the IFU; a possible cause of this event could be the port site was not large enough to remove the specimen. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 38 reports, regarding 42 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the devicetrs-robo-8, anchor tissue retrieval system, was being used on (B)(6)2025 during a cholecystectomy and the "bag ripped as it was trying to be pulled out of cavity. Customer pulled another bag from the same lot and it happened again. Finally on third time that bag held. But it happen again in with another bag from another lot." Per further assessment it was found "two bags from lot number 202406034 were used and ripped down the seam. No harm was done to the patient. We were able to get the gallbladder out without harm or excess spillage. Again, no harm to the patient. No longer stays for the patient. We have not had any other issues with these bags and we use them a lot." There was no impact or injury for the patient or user. The procedure was completed without an alternate device. There was a 5 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.